Manufacturer narrative:
(B)(4). Upon follow up it was clarified that the additional information given (one day after receipt of the initial report) was provided by ¿other health professional¿. This was previously reported as only the consumer. As a result this report is considered medically confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The day prior to diagnosis, the peritonitis was manifested by turbid drainage and abdominal pain. The cause of the peritonitis was not reported. The same day as diagnosis, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report the patient was recovering from this event. Extraneal and physioneal therapies were ongoing. No additional information is available.